Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient expired. The device was initially implanted due to congestive heart failure (chf) exacerbation and a history of syncopal episodes. The patient was discharged on (B)(6) 2016 from (B)(6) hospital in (B)(6). Upon arrival at home (100 miles away) the patient was unresponsive and was transported to (B)(6) hospital (B)(6) where she was pronounced deceased after resuscitative efforts were unsuccessful.